Manufacturer narrative:
Product event summary: at analysis it was noted that the unit was received mechanically in tact but that the incoming test was unable to be performed because during the test an error generated and this was attributed to the presence of multiple other errors, leading to the determination that the main board needed to be replaced. The main board was replaced, the unit was tested and calibrated on the automated test system and it passed.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis found that an error displayed. After the main board was run on the automated test console, all tests passed. The error log was reviewed. Two errors were verified in the log. Conclusion: the reported event was confirmed, the failure data was stored in the out of service log. If information is provided in the future, a supplemental report will be issued.